Event description:
Caller reported a cgm error 42 related to the g7 sensor. There was no adverse impact to the customer's blood glucose level. Customer intended to start using a new pump, which had already been set up with the necessary settings, due to the warranty ending, and no further assistance was needed.